Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the filament driver board and high tension (ht) controller were replaced, the failure was still not resolved. Another checkout was completed showing that the system was still unable to produce any x-rays. The x-ray generator drops e15 when pressing the fluoro button. It was noted that the small filament of tube was open (endless resistance) and needed to be replaced. The issue was still not resolved. The manufacturing representatives went to the site again to test the equipment. The testing this time after the small filament was replaced resolved the issue. Annual planned maintenance (pm) was performed. Dose measurements and iq checks were performed. Navigation accuracy controlled and system functions checked. System passed checkout successfully and functions as intended. No parts were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a defective ht controller, which was ordered and to be replaced. On the 2nd visit, the ht controller was replaced and further troubleshooting determined that there was a defective filament driver board. The filament driver was ordered and soon to be replaced. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system would not take x-rays, nothing was visible on the mobile viewing station (mvs), and then it displayed frame grabber error message. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing and further troubleshooting revealed that the filament driver board replacement was not enough to resolve the issue. The rep discussed with the factory support and was recommended to order and replace the ht controller and filament driver together. The failure is not resolved yet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As previously reported, the issue was confirmed to be an electrical component failure. Further information indicates that the fault was precisely attributed to the faulty x-ray tube, causing rad gain calibration failure and unsuccessful 2d and 3d images. If information is provided in the future, a supplemental report will be issued.